Event description:
User facility reported that prior to attempting a novasure ablation " a severely retroverted uterus" was found on examination. This was followed by 3 unsuccessful cavity integrity assessment (cia) tests with the disposable novasure device. The physician removed the device and viewed the uterus via a hysteroscope and "noted a small perforation at the uterine wall." Add'l info was received on 4/29/2008. It was reported the pt did not need treatment for this perforation, the pt was discharged home following the procedure, and that the pt is currently doing fine.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot and serial number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment (step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgment must always be used. According to the instructions for use (IFU) under the precautions section: pts with a severely retroverted uterus are at greater risk for uterine perforation during any uterine manipulation.